Event description:
An insurance co reported that a pt experienced severe pain and was diagnosed with a corneal ulcer in her left eye associated with wear of focus monthly softcolors contact lenses. A ring infiltrate with underlying corneal defect, hypopyon, infection corneal edema and hematoma of inferior eyelid was observed. Conjunctivial scrape indicated mild growth to pseudomonas. Request was made for additional info, however, no further info was provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as possible infectious corneal ulcer." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.